Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a bent cannula after removing the infusion set. Customer requested help with changing or erasing the bolus history on the insulin pump because the bolus delivery on the insulin pump was incorrect due to the kind of insulin she used. Customer stated that she was using act insulin in insulin pump. Customer was trying to treat for a blood glucose reading of 204 mg/dl, but said she was unable due to the insulin pump not knowing how to properly correct with act insulin. The customer was advised that she could not clear the history and was advised of how to proceed. Customer declined troubleshooting for the bent cannula and high blood glucose levels. Customer also had a high blood glucose reading of 500 mg/dl. Nothing was replaced or returned.